Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The customer suspected that the sample (tube 1) was contaminated. The field service engineer checked and tested the system and observed no contamination and no issues. Qc was performed with successful results. The system was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results from 1 patient's draw collected in 2 tubes and tested with creatinine jaffe gen.2 assay on a cobas 8000 c702 module. The patient's draw was collected in 2 different tubes: tube 1 and tube 2. Tube 1: initial result:1.98 mg/dl. The physician questioned the initial result, and the sample was then repeated. Tube 2: repeat result: 0.88 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
There was no indication of a performance issue with the reagent since the qc was within the ranges. No issue was observed with the calibration on the date of the event. The field service engineer verified the instrument's performance. The investigation did not identify a product problem. The cause of the event could not be determined.